Event description:
It was reported that the atrial lead had high thresholds and undersensing. The lead was reprogrammed and remains in use. It was noted that the patient will follow-up with electrophysiologist for a consult if any further steps are needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).